Event description:
During procedure, cataract extraction with intraocular lens, the capsule was ruptured and the pt required a vitrectomy. It was impossible to tell if this was an equipment problem or a technique problem. All involved equipment has been checked by MFR. Outcome for the pt is good. No residual problem.